Event description:
It was reported: sales support contacted the agency and reported that the ca cup was infected; it was replaced with a competitor's cup. The head and insert are sulzer's. This is the second revision surgery for this patient.